Manufacturer narrative:
Batch review performed on 13 january 2022 lot 2007570: (B)(4) items manufactured and released on 20-oct-2020. Expiration date: 2025-oct-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event. Additional implant involved: ball heads: mectacer 01.29.202 biolox delta ceramic ball head 12/14 ø 28 size m 0 (k112115) lot. 2101449. Batch review performed on 13 january 2022. Lot 2101449: (B)(4) items manufactured and released on 28-may-2021. Expiration date: 2026-may-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. At 1 month and a half, the surgeon performed a washout and revised the head and liner. The surgery was completed successfully.

Manufacturer narrative:
On february 21st 2022 we have received new details about the second revision due to infection: on (B)(6) 2022 the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the liner implanted on 7 jan 2022. The surgery was completed successfully. Additional item involved in the event, batch review performed on 8 march 2022. Liner: versafitcup dm 01.26.2848mhc double mobility hc liner ø 48/28 (k092265) lot. 2010824 lot 2010824: (B)(4) items manufactured and released on 20-nov-2020. Expiration date: 2025-nov-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event.

Event description:
The patient had the primary surgery on (B)(6) 2021. On (B)(6) 2022, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully. On (B)(6) 2022, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the liner (01.26.2848mhc lot 2010824). The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 13 january 2022 lot 2007570: (B)(4) items manufactured and released on 20-oct-2020. Expiration date: 2025-oct-08. No anomalies found related to the problem. To date, (B)(6) items of the same lot have been sold with no similar reported event. Additional implant involved: ball heads: mectacer 01.29.202 biolox delta ceramic ball head 12/14 ø 28 size m 0 (k112115) lot. 2101449. Batch review performed on 13 january 2022. Lot 2101449: (B)(4) items manufactured and released on 28-may-2021. Expiration date: 2026-may-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. At 1 month and a half, the surgeon performed a washout and revised the head and liner. The surgery was completed successfully.